Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2019. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow on a small volume folfusor. The set was filled with 44 ml glucose 5% and 72 ml 5-fluoruracil. There was no patient involvement. No additional information is available.